Event description:
According to the reporter, following a laparoscopic totally extraperitoneal left inguinal hernia repair procedure, the patient had a swollen left groin; the same side of the procedure. It was concluded that the patient had an inguinal hernia recurrence after an anamnesis and physical examination was performed. To resolve the issue, the patient had to undergo a lichtenstein procedure. It was noted that the patient's oxygen saturation (spo2) was 97%. The patient has recovered.

Manufacturer narrative:
D10 concomitant product: dxt1309ar, dextile dxt1309ar 13x9cm right x1 (lot#: sul1336x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.